Event description:
It was reported that "the rotation knob did not turn smoothly before use. Also, the jaws were misaligned. Therefore, another applier was used instead. The applier was purchased by the hospital in (B)(6) 2024." No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the rotation knob did not turn smoothly before use. Also, the jaws were misaligned. Therefore, another applier was used instead. The applier was purchased by the hospital in (B)(6) 2024." No patient involvement.

Manufacturer narrative:
(B)(4) the sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. (B)(6) facility as part of a 50 pc. Lot in november of 2023 from lot number 06c2359382. It was found that this order was made from the correct materials and components, and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. Tecomet is closing this complaint since the device has not been returned within the established timeframe. Complaints may be reopened for further investigation should the device be returned at a later date. All instruments are visually inspected, and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed."teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the rotation knob did not turn smoothly before use. Also, the jaws were misaligned. Therefore, another applier was used instead. The applier was purchased by the hospital in (B)(6) 2024." No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in november of 2023 from lot 06c2359382. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted, and it was found during our investigation that the part was not properly lubricated because when rotating the rotation knob the device feels sluggish and not rotating smoothly. The applier successfully picked up, held, and closed the clip as intended and the jaws were aligned. We are unable to determine what might have caused the rotation knob to feel sluggish, but tecomet suspects that the device was not properly lubricated during the time of use at the end user's facility. All (B)(4) instruments from this lot were 100% visually inspected, properly lubricated and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature .